Event description:
The customer requested an event log review to determine programming and alarms because 1000mg/250ml that was expected to be running at approximately 4 to 5 mcg/kg/min was found off. The pt required additional labs, and titration of medications due to increased diuresis and transient renal changes, and had an increased length of stay in the ICU. Although requested, no further pt or event info was provided. Unk

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.